Event description:
On day 2, mid afternoon, a rn sitting outside the room, patient hemodynamically stable. During the hourly patient vital signs check, the nurse noticed that all the pumps were stopped and the green status light was on but no audible alarm. Blood had separated and clotted in the filter. On screen the #4 "malfunction communication error" was on display.